Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Chest x-ray was performed and revealed the right atrial lead had dislodged. The lead was repositioned successfully. The patient was in stable condition post operation.